Event description:
It was reported that during weekly check, unit stopped working and displayed "fans are blocked" after about 4 cycles. Customer stated that the fan was not blocked. No adverse event reported.

Manufacturer narrative:
Zoll med corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.